Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis indicated that this pacemaker never triggered replacement indicator while implanted. Further, additional analysis was not required due to allegations of infection.

Event description:
Received and reviewed detailed analysis which indicated that this pacemaker never triggered replacement indicator while implanted. Further, additional analysis was not required due to allegations of infection. No change on MDR decision. No additional adverse patient effects were reported. Boston scientific received information that the patient had a complete heart block associated with persistent symptomatic bradycardia. Also, the patient had infection. This pacemaker was then explanted. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed to correct the patient code and due to device evaluation received. Received and reviewed detailed analysis which indicated that this pacemaker never triggered replacement indicator while implanted. Further, additional analysis was not required due to allegations of infection. No change on MDR decision. No additional adverse patient effects were reported. Boston scientific received information that the patient had a complete heart block associated with persistent symptomatic bradycardia. Also, the patient had infection. This pacemaker was then explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis indicated that the pacemaker was confirmed to be functioning normally and there was no problem detected.